Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The sales representative reported on behalf of the customer that the ias5-120lp, airseal 5mm access port and low profile obturator with bladeless optical tip, 120mm length, qty 6, device's sound cap was reported as having come off the device and fell into the surgical site during a diagnostic laparoscopy on (B)(6) 2018. The component was removed with a gloved, sterile hand of the surgeon from the patient. There was no medical intervention or prolonged hospital stay for the patient. The patient and user are reported as not having been injured during this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. A two-year review of complaint history revealed there has been a total of 36 complaints, regarding 45 devices, for this device family and failure mode. During this same time frame 21,545 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised the following: warnings: - failure ot properly follow the instructions for use can lead to serious surgical consequences. - only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. Precautions: - if using the optional sound cap: - inspect sound cap blue foam and blue seal prior to use - use caution when inserting a sharp or large device through the cannula - inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.